Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported impact to customer's blood glucose. As the contact did not have the pump available at the time, tandem technical support (cts) was unable to perform a pump system check. Although multiple attempts were made by cts to obtain additional information, contact did not provide further information.